Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. Pump was returned and investigated. Cannula kink was observed which happened during delivery due to patients short ascending aorta. The root cause of the low flow issue was a kinked cannula due to patient anatomy.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05438 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella was placed in the left femoral artery with 1.0l of flow. The patient went into vf (ventricular fibrillation) arrest. There was 1 shock of pulseless electrical activity and CPR (cardiopulmonary resuscitation) continued. Return of spontaneous circulation was achieved. The staff attempted to reposition the device. There was a kink that was notable on fluro. And they were unable to achieve flows greater than 1.0l despite several attempts at repositioning. The impella was replaced.